Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and the instrument was placed on the in-house system. The instrument passed the recognition and engagement tests. The instrument was connected to in-house energy generator. The instrument failed the energy delivery test. Electrical continuity test failed in one of the grips. No damage found on conductor wires. The instrument was transferred to engineering for further inspection and initial findings confirmed. The instrument passes energy recognition, however fails to deliver energy. The instrument failed continuity test for one of the grips. No obvious damage was seen on the conductor wire at the distal end through visual and microscopic inspection. The housing was removed, and no residue or contamination was found on the eiib board pins that could cause a break in the circuit for the grip failing continuity. The instrument was disassembled and it was confirmed that the conductor wire had broken at the proximal end, near the roll gear junction. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted gynecology surgical procedure, the fenestrated bipolar forceps (fbf) instrument was not recognized by the bipolar unit. Verified at least 7 lives still remaining. The customer reseated drape, reinserted instrument and changed out bipolar cord but the instrument still was not recognized. The customer changed out the instrument and the replacement worked without issue. The procedure was completed with no reported injury.